Manufacturer narrative:
(B)(4).

Event description:
Customer reported he was hospitalized 3 times with hyperglycemia and diabetic ketoacidosis, and it is believed the infusion device does not deliver insulin correctly. The hospitalizations occurred near (B)(6) 2015, (B)(6) 2015, and on (B)(6) 2015. The highest blood glucose reported was 450 mg/dl, and during each hospitalization he was treated with insulin via IV. The alleged product was requested for evaluation.